Event description:
It was reported that during introduction for a coronary drug eluting stenting treatment procedure, it was discovered that the tip of the stent delivery system was broken. The 2.50 x 12 mm taxus express2 drug eluting stent traveled over the wire, but not through the guide. The physician noticed that the tip was broken. The procedure was successfully completed with a liberte bare metal stent of the same size. No pt complications were reported. Further info was requested, but is unavailable.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report. (B)(4).